Event description:
Caller states that customer received a result of 274mg/dl and dosed with insulin as normal. Caller found customer approc 2 hrs later unresponsive and called the paramedics. The paramedics reportedly tested customer at 31mg/dl on their device. Caller states that customer was given sugar. That same day the customer had a doctor's appointment and compared his device to the doctor's device. The customer's device read 322mg/dl while to doctor's device read 149 mg/dl back to back. No treatment given at the doctor's office. No quality controls were used. Requested returned of suspect device and replacement was sent.